Event description:
It was reported that an intermittent loss of telemetry monitoring occurred for up to 30 rooms spread across 5 floors for up to an hour at a time. Limited alternative physiological monitoring is available. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.